Event description:
It was initially reported that the healthcare provider was unable to aspirate fluid; free flow csf (cerebrospinal fluid) noted on (B)(6) 2010. Battery depletion was indicated with no beeping. Patient experienced no signs and symptoms. The pump was replaced and the event outcome was noted as resolved without sequelae. Drugs delivered via the device were morphine, bupivacaine, & clonidine. It was later reported that on (B)(6) 2010, fluid was aspirated from the pump but it was not the expected amount. The residual was "at the edge of what was expected". There were no issues with the catheter. Battery depletion of the pump was considered normal.

Manufacturer narrative:
Catheter model: 8731, serial#: (B)(4) , implanted: (B)(6) 2004, explanted: unk.